Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
The patient reported that it is taking too long to charge the implantable neurostimulator (ins). It was stated that they are getting 8 coupling bars, but can't charge beyond a quarter of the ins battery. The patient confirmed that the implant site hasn't changed, with no pocket concerns. There were no out of box failures or patient symptoms alleged. A replacement ins recharger antenna was requested and sent to the patient. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The replacement recharger resolved the issue. It was reported the cause of the implant taking too long to charge and not charging past the first quartile was the stimulator device increased.